Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported that a fresenius 2008k2 hemodialysis (hd) machine pulled too much fluid from a patient during treatment. The patient¿s goal was 3.5 (units unknown) and the patient completed treatment at 2.7. Additional information was requested but could not be provided. It was stated in the initial report that the patient did not experience complications at a result of this issue, and there was no indication that the patient experienced an adverse event, serious injury, or required medical intervention. No parts from the machine were returned to the manufacturer for a physical evaluation.